Manufacturer narrative:
(B) (4).

Event description:
The pt experienced terrible back pain though prior to that she had great relief. The increase in pain was sudden, occurring within two weeks. Fluoroscopic examination revealed that the catheter was coiled in the pump pocket. The pt denied any significant event such as a fall or extraordinary range of motion of the lumbar spine. The catheter was replaced. The pt recovered without sequelae.